Event description:
It was later reported that the cause of the implantable neurostimulator turning off/on and the shocking sensation was not determined. It was noted that the reported issues were resolved and all was removed.

Manufacturer narrative:
Product ID: 3889-28, lot# va0nc5w, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The health care professional reported that the patient said the implantable neurostimulator (ins) suddenly started to feel like it would turn off/ on (on/off sensation since aug 2015). It was also noted that the patient had a shocking sensation on (B)(6) 2015. Impedance measurements were taken at 2.5v, 210 microseconds. C0- 1391 c1- 921 c2- 685 c3 - 685 01- 1510 02- 1460 03- 1510 12 -1391 13 -1391 23 -995. There was no fall or trauma related to this issue. Therapy impedance was also reported as: did not test. At the time of report, the patient was on program 1 with a configuration of 0+ 2- and she was typically at 3-3.5v. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.